Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt developed an infection. The neurostimulator and an extension were removed due to the infection. It was noted that the pt's other neurostimulator was removed due to normal battery depletion. Add'l info has been requested but was not available as of the date of this report.